Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 541 mg/dl at the time of call and 200 mg/dl at the time of incident. Customer also reported that the insulin pump had replace battery alert, power loss alarm and power error detected alarm. Customer received a low battery alert prior to the replace battery alert and battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged and this was not the second occurrence of replace battery alert without a low battery warning. New battery did not resolve the issue. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that notification light did not immediately stop flashing. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.